Manufacturer narrative:
Correction: the previous or initial MDR submitted on august 12, 2024 was filed inadvertently. No device explantation or serious injury has occurred.

Event description:
Per the clinic, the device was explanted on (B)(6) 2023 for unspecific medical reasons. Additional information has been requested but it has not been made available as of the date of this report.